Event description:
It was reported that the patient experienced syncope several times in the last few months. Upon integration, no capture on the lead was noted. The doctor also suspected that the threshold had increased. Follow up information was received and indicated that the parameters were adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.